Event description:
It was reported that during a laparoscopic lobectomy procedure, after the device clamped the bronchus and was fired at the first firing, the jaw became not to open. Then the other device was used to cut the bronchus to retrieve the device from the patient. Eventually, the jaw could be opened outside the patient's body. The deployed staples were properly b-formed.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.